Event description:
It was reported that the user attempted to pair a freestyle libre 3 plus sensor with the ilet after starting the sensor in the libre app, resulting in the sensor being in use by another device and requiring replacement to enable pairing through the ilet app. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem related to an incorrect setup procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was user error setup and configuration conflict related to concurrent pairing of the freestyle sensor with a non-pump device."